Event description:
Information received from the field notes a loss of capture and that flouroscopy and an x-ray showed definite lead deformation in the rib-clavicle region. The patient had an underlying rhythm of about 25ppm.~~~~~~~~